Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2020-02793 & 1627487-2020-02794. It was reported that the patient's anchor broke, resulting in the lead migrating. As a result, surgical intervention was taken to replace the devices.